Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose value was unknown. Customer states the battery cap was not damaged. Customer also states insulin pump was not dropped. Customer tried to restart the insulin pump and blank display was persist. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly.the motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly.